Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and had high blood glucose. The customer's blood glucose was up to 500 mg/dl. The customer received the no delivery alarm. The high blood glucose was treated with the manual injections. The troubleshooting was declined for high blood glucose level. The customer reported that the no delivery alarm was resolved by changing reservoir. The insulin pump, reservoir and infusion set will not be returned for analysis.